Event description:
Defective power supply board.

Event description:
Defective power supply board. The device was received for investigation. Device history record was reviewed, and no event linked with reported issue was observed. Device log was reviewed. Error 17 battery charge and error 19 battery temperature were observed and recorded in sametime in the log. The errors are triggered after switch on without volume infused. "The device was investigated. The battery inside the device is a different type compared to varta 2,2ah referenced (B)(4). This model has never been validated as second source by fresenius (B)(4). Two tests were carried out on the device with not validated battery. Battery charge recording and battery measurements. The error has not been reproduce. After investigation, the complaint is not valid because the battery used is not valid model, and the issue reported cannot be reproduced."